Event description:
There were 2 yellow lines in the power cables and red battery symbol. Additional information was received that the ac power cord did not come loose. There were no environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Section h6 medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms was not able to be confirmed during testing of the returned mobile power unit (serial number: (B)(6). The returned unit performed as intended throughout testing, and atypical events were not able to be reproduced. Preventative maintenance was performed, and the serviced mobile power unit was returned to the rental pool after passing all tests per procedure. Provided information indicated that the ac power cord did not come loose at the outlet or at the back of the unit, and there were no known environmental circumstances that would have affected ac power. No log files were available for review. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) (rev. G) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook (rev. G) section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit. The heartmate 3 patient handbook (rev. G) section 5, covers all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. G) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that several no external power alarms occurred on the mobile power unit (mpu) when there was no power outage at home. The patient usually changed to batteries when this happened.